Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: h4: the device manufacture date has been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of suture of meniscus injury of left knee, after 1st firing, removed the device slowly, noted the plate was also moved out, and about 0.2mm plate still in the needle. The limited depth is 18mm. Changed another one, the event re-happened. Another device was used to complete the surgery. The device was received and evaluated. When performing the visual inspection, it could be observed that the shaft covering sleeve was received cut, the suture is showing out by the cut end. When reviewing the applier needle, it was found that the first plate was not fully deployed due to a very small part of the implant remains inside the applier needle. The covering sleeve was removed to verify the presence of the second plate and the sutures, it was found that the second plate is out of the silicon sleeve that keeps the plates inside the needle which is a sign that the second plate was pulled out by the customer. The trigger functionality was tested several times and it worked as intended, also it was verified that the pusher shaft tip is sliding out completely, and it was confirmed that the tip is sliding out completely with no restrictions, no structural anomalies that can interfere with a full deployment were found. A manufacturing record evaluation was performed for the finished device 6l60711 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint cannot be confirmed. The possible root cause for this issue can be attributed to the handling of the device, the operator did not squeezed the red trigger to its fully position. As per IFU 113244, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure of the left knee, it was observed that the anchor device moved out after the first firing. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.